Manufacturer narrative:
This supplemental report is to correct the initial MDR reported date of event and explant date. The correct date of event and explant date was (B)(6), 2017.

Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 8.7 ¿ 9.2 cm from the pin, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise. No other anomalies found on the lead.

Event description:
It was reported that during device-changeout procedure, noise on the ra lead was noted and insulation breach was noted. The lead was explanted and replaced. The patient was in stable condition.